Event description:
It was reported that during a da vinci surgical procedure, it was noted that the thoracic grasper instrument would not grip. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not reproduce the customer reported complaint. The instrument was placed on in house system and driven. The instrument passed recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The functional performance testing did not find any issues. The instrument is fully functional. Failure analysis investigation also found the instruments main tube had deep scratches marks and abrasions. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .174 x .059 piece missing roughly 6 above the snake wrist. The other abrasions on the main tube exhibited no missing pieces. No other damage was found.